Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient (pt) reported to fresenius technical support that their cycler was alarming with the m31 air detected in cassette warning occurred drain 1 of 4. During the call, the patient reported a previous fluid leak discovered during treatment complete - step 9 remove cassette, 2 days ago. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from an unknown source. The film on the back of the cassette was not loose. Upon follow up, the patient stated that, on the morning of (B)(6) 2026, after they completed treatment, they discovered fluid in the pump module area and on the external of the cassette. The patient was connected. They could not determine the source of the leak. The film on the back of the cassette was not loose. There was no solution bag leak. The patient believes the cycler did alarm with the m31 air detected in cassette alarm prior to the fluid being discovered. The patient was able to complete treatment. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event. The patient was administered prophylactic antibiotics. The sample cassette is not available for return.